Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose (bg) level was 150 mg/dl at its highest. Reportedly, the pump is worn against the customer's skin. After the occlusion alarm occurred, the customer delivered a second bolus due to not being aware how much of the first bolus was delivered. The second bolus led to a bg level of 55 mg/dl. Glucose tablets were consumed to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.